Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and a cracked lcd window.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2015 with a blood glucose of 640 mg/dl at the time of admission. The customer stated the cause of their hospitalization was from diabetic ketoacidosis. It was also found the customer's high blood glucose was caused by a lack of supplies. Customer reported they were hospitalized for four days. The customer was not wearing the insulin pump at the time of hospitalization. It was also reported the customer had several no delivery alarms and a off no power alert. Troubleshooting found insulin was able to exit during a fixed prime and the insulin pump alarmed no delivery. It was also found the insulin pump alarmed no delivery with a manual prime. Customer stated the alarm persisted despite several infusion set changes. The customer also reported their blood glucose was 400 mg/dl earlier in the morning. Customer treated with syringes. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.